Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke. The broken piece was retrieved and the case was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: tip of the shaver with the teeth broke off in the knee joint during. Probable root cause: inadequate window profile. Inadequate welding process. Improper material strength. Inadequate size selected for the application. Material brittleness. Excessive force applied by the user.

Event description:
It was reported that the tip broke. The broken piece was retrieved and the case was completed successfully.